Event description:
It was reported that an e315 error message was received when using the bronchofibervideoscope. The issue occurred during reprocessing. There were no reports of patient [harm/involvement].

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation and historical data through the product technical investigation (pti) process, possible causes include degradation an dust or dirt problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.